Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) product type lead. Fdc 92 also applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported that there had been no falls or change in their activity level leading up to their implant not working for their symptoms. The patient added that they were told that the leads were not working and would have the battery and leads replaced on 2017 (B)(6). No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins was not working for her symptoms. The patient stated she met with the rep and she might be having the implant redone. The rep reported that the patient experienced a loss of stimulation over the last few weeks and there were high impedances >30 ,000 on all electrodes. It was unknown what factors may have led to the issue. The rep stated that the physician was notified and a revision was being scheduled. The issue was not resolved at the time of the report. No further complications were reported/anticipated.